Event description:
Lasik surgery. I've had 5 different lasik surgeries. I was not pleased with the information given to me. Need for reading glasses. They did not effectively warn me about the acceleration of the need for reading glasses, due to the surgery. I did not need any type of bifocal lenses prior to the surgery. They corrected my vision, so that one eye was designed to read up close and one to see far. This causes all kinds of frustrating problems. I ultimately had more surgeries to correct this and chose to start using reading glasses rather than have the constant strain on one eye, or the other. Need for repeat surgeries. I was also told that, once corrected, I would never need another surgery. I was fine for about 2 years, but then my vision started to decline again. I had another surgery to correct one eye a year ago, and the other eye is now over 20/50 again. I had purchased a life-time adjustment plan on the original surgery. When I called to get the other eye corrected again, they informed me that they no longer support the life-time plan and I would have to pay another $ to correct my bad eye. They have obviously figured out that the surgery doesn't last, and it is costing them money.